Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm that the programmer had an error, however, service confirmed that the programmer power failed, the power supply was out of electrical specification. (B)(4).

Event description:
It was reported that the programmer had an error occur and suddenly the power failed. The programmer was returned for service. No patient complications have been reported as a result of this event.